Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4008872. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q- syte closed luer access device loose connection. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, at 8:10 a.m., the nurse on duty was administering an IV to a patient and noticed that the syringe would automatically spring back when connected and the connection was not tight, discarded it and replaced it with another split diaphragm, needleless, airtight infusion connector that did not cause harm to the patient.